Manufacturer narrative:
Concomitant medical products: product ID: 8731, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2018, product type: catheter. Product ID: 8731, serial/lot #: (B)(4), ubd: 28-dec-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider and consumer via a company representative regarding a patient who was receiving hydromorphone with concentration 20 mg/ml at a dose rate of 9.4 mg/day, bupivacaine with concentration 30 mg/ml at a dose rate of 12.1 mg/day, and fentanyl with concentration 26 mcg/ml at a dose rate of 12.5 mcg/day via an implantable pump for non-malignant pain. It was reported that on (B)(6) 2018, the company representative was informed that the patient was to have a pump replacement on (B)(6) 2018. It was noted that the healthcare provider did not notify the company representative of the reason. However, on (B)(6) 2018 while in pre-op, the company representative spoke to the patient and the patient indicated that he felt as though he had not been getting therapy. The patient experienced withdrawal symptoms from not getting therapy. Increased pain was further indicated. The date of the event was unknown. The surgeon suspected that it was a catheter issue. The company representative interrogated the pump and there were no alarms of motor stalls in the logs. The pump was functioning, and the patient went into the operating room instead for a potential catheter revision. Intraoperatively they could not aspirate the catheter, so the physician made the decision to replace the entire catheter. The serial number of the new catheter implanted on (B)(6) 2018 was clarified. The explanted catheter was discarded per the hospital¿s policy. The patient¿s weight was unknown. No further patient complications have been reported as a result of this event.